Manufacturer narrative:
Investigation summary: material #: 367392. Lot/batch #: 3187589. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction failure was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of retraction failure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the needle has not completely retracted. No patient impact.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the needle has not completely retracted. No patient impact.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set medical device type: jka, fpa. Material #: 367392. Lot/batch #: 3187589. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction failure was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of retraction failure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.